Manufacturer narrative:
Continuation of d10: product ID 3389-28 lot# unknown serial# implanted: (B)(6) 2005. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that contact 4 had shown >5k ohms and against other contacts -7k ohms. Contact 4 was not active though and it was stimulated via contact 4 for about 10 minutes. The impedances remained unchanged. The patient was doing well and stimulation was working so there were no more actions/interventions taken.